Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that during an intended fiberoptic transurethral nephrolithotripsy (f-tul) procedure, the physician noted that the basket wires of an ncircle tipless stone extractor were broken. The physician replaced the device with another ncircle tipless stone extractor to complete the intended procedure. There was no patient harm reported and no additional procedures were required because of this failure.

Manufacturer narrative:
Investigation - evaluation: one ncircle tipless stone extractor was received for evaluation. The unidex handle (udh) and the basket formation were both in the open position. There were four kinks observed in the basket sheath which were located at 25.3 cm, 26 cm, 32 cm, and 60.5 cm from the nose of the male luer lock adaptor (mlla). The support sheath and the basket sheath were still adhered. The polyethylene terephthalate tubing (pett) measured 3 cm in length. One of the wires in the basket formation has been broken approximately 3 mm from the knot. The point of separation does not appear to match up with any missing pieces. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The customer report has been confirmed. Based on the available information a definitive root cause for the wire breakage cannot be established. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process that would have caused or contributed to the reported product issue. A review of complaint history for this product/lot number combination revealed there has been one other complaint associated with this lot. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.